Event description:
Patient presented with left tibia plateau fracture and a left tibia shaft fracture was implanted with 4.5mm lcp proximal tibia plate and screws in (B)(6) 2012. Reportedly the left tibia plateau fracture healed but the left tibia shaft fracture had a non-union. The patient was returned to the or on (B)(6) 2012 for removal of hardware. The non-union area of the patient was cultured for infection. The patient is currently is being treated with a cast. This is 12 of 15 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reported date of implant was (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.